Event description:
The system 5 dual trigger rotary handpiece was sent for eval due to running on it's own without user activation during a routine field service maintenance visit. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.